Event description:
A malfunction was reported on the pump by the caller, marked by a "malf 9" code. Despite the malfunction, there was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, which they successfully followed, as the malfunction did not recur after resetting. Continuing use of the pump was advised, with instructions to report any future malfunctions.